Event description:
It was reported the patient had a loss of therapeutic effect and that his stimulator quit working about a year prior to the date of the report. It had quit on one side down the patient¿s right leg, but the battery was still good. It was noted in order to fix it a replacement is needed. Additional information has been requested.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy, they received assistance from their healthcare provider (hcp) or manufacturer representative and their concerns were resolved on (B)(6) 2014. The patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative, and they still were having concerns with their device or therapy but had not sought further help. Information regarding if actions were taken or planned and the patient status have been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the health care professional was working to get the patient's replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.